Event description:
It was reported that the patient received inappropriate antitachycardia pacing and high voltage therapies for svt and atrial tachycardia. Programming changes were made. The patient condition is well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.